Event description:
The technician alleged that the brake caster rolls while in brake mode. No patient impact.

Manufacturer narrative:
The technician tightened the brake caster adjustment shoe to resolve the issue.